Event description:
Patient's arterial line was to be discontinued. Right femoral line exposed from dressing. Sutures removed to free line from patient. Catheter noted to be kinked at insertion site. Pressure applied over site with gauze prior to pulling catheter. Catheter pulled with gentle tension. Catheter snapped from hub with no visible traces of catheter. Doctor notified.we will ship the device back to the manufacturer for follow up testing on the device.